Event description:
The customer reported false negative reactions of a sample with cell 1 to 5 of biotestcell-i11 art.-no. 816021, lot 8117011. When the customer repeated testing the sample reacted correctly positive. The customer had sent us the pt sample but not the complaint sample biotestcell-i11. The sample was tested with the retention sample of biotestcell-i11 on the quality control laboratory's tango. The sample showed correct and strong positive reactions with the cells 1 to 5 and 9 to 11 of biotestcell-i11. We cannot confirm the first false negative reaction of the customer. A service intervention on the tango was performed on-site but no problem was found, a qc run was passed successfully. Testing of the quality control laboratory confirmed the correct function of the affected biotestcell-i11 lot. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained product. We had no further complaints related to the affected lot of biotestcell-i11.